Event description:
The customer reported the system displayed a camera error and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the cradle cable needs to be replaced. No conclusion can be drawn as repair info is unavailable.